Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event it is likely that the patient condition contributed to the occurrence. If the access vessels are calcified advancement difficulties can occur and since the physician was able to advance a device with a smaller fr. Size this may have been the root cause for this event. There is no evidence to suggest that the device was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair. The patient's anatomy was suitable for endovascular repair although the access vessel was slightly calcified. The physician inserted the delivery system from the femoral artery but could not advance it any further than the common iliac artery. He didn't want the vessel became damaged by forced advancement, so he replaced it with a smaller size (34 mm). The replacement could be inserted and advanced to the target site without problem and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.